Manufacturer narrative:
Other, other text: b5: additional info received via email 7-feb-2022. No patient involvement was reported. H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device's peep knob damaged. The customer stated problem was duplicated. Replaced damaged air mix and peep knobs. Updated variable restrictor kit. Replaced battery , filter and o-rings as a pm. Reset patient pressure cycling led. Adjusted peep ctrl, CPAP cartridge ctrl and frequency ctrl due to output values not in tolerance. The cause of the reported problem was traced to the user manipulation of the device. The manufacturing DHR is not relevant to the investigation due to the age of the device and as the problem source is user interface.

Event description:
It was reported that there is a damaged stop on o2 knob. Missing knobs.